Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) a case with a broken dynamic locking screw 3.7mm diameter at the tibia. It was reported that it is the most proximal screw at to the plate. After 23 months the most proximal screw at the level of the opposite cortex are two peculiar interruptions, as like 2 places broken inside. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the internal additional evaluation reported the pin of the dynamic locking screw had broken at the level of the press fit where the weld passes between pin and sleeve. Various mechanical damage to the star-drive and the press fit and visible signs of wear to the shaft below the screw head, were observed during macroscopic examination of the pin. Mechanical damage to the sleeve below the screw head and the thread cutter was also observed. The investigation did not identify any material defects based on the inspections or testing. The reason for the damage to the press fit could not be determined with accuracy. The dynamic locking screw in question has become fatigued due to cyclic loading. The macroscopic striations as well as the discernable fine fatigue lines and secondary cracks on the remaining original fracture face are a sign of a fatigue crack under cyclic overload. The macroscopic rest lines and the topography of the fracture face indicate that the screw was fatigued from the center left to center right. The arrangement of the macroscopic rest lines on the fracture face permit the assumption that the origin of the fracture is located in the range of the pores. Whether the detected pores are in fact connected to the fracture of the pin, cannot be established. The cause of fracture cannot be determined definitely.

Event description:
It was further reported by the synthes senior product manager that the screw breakage occurred at the bottom (distal end) of the pin after successful healing; the condition was recognized during planned implant removal.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received and is currently in the evaluation process. A review of device history records was not performed the lot number was not provided. Placeholder.